Event description:
Customer reported receiving unspecified erratic readings on his adc meter for 2 weeks prior to calling customer service and "passing out", having experienced a loss of consciousness. Medical survey was not completed and although customer service made several attempts to contact customer in order to obtain additional information, these efforts proved to be unsuccessful. Customer reported that he has sustained an unspecified injury. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the date of the medical event is unknown, the event date entered is the date when abbott diabetes care became aware of this medical event. Note: the meter's manufacture date is unknown, the manufacture date entered is the date when abbott diabetes care became aware of this medical event. (B)(4).